Event description:
It was reported by the customer that during a bowel resection, the physician was unable to pass the medication thru the tip of the catheter. The catheter was located in spaces l3 and l4. As a result, the catheter was removed, and another kit was successfully placed. There were no reported pt complications.

Manufacturer narrative:
Sample will not be returned for eval.